Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem customer technical support educated called to always use room temperature insulin. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.